Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a high out of range shock impedance measurement. Historically the impedances have been quite stable. The physician plans to monitor the patient. No adverse patient effects were reported. The device remains in service.